Event description:
It was reported that when the surgeon inserted screw at s2ai, the screw was deviated although the guide wire used. He tried remove the screw, but the guide wire fractured. The fragment of the wire remained into the body and bleeding occurred. The surgeon interrupted surgery and transferred the patient to the angiography room. After that, the planed surgery was canceled. A revision surgery occurred on (B)(6) 2026. The surgeon removed the fragment of the wire and completed spinal fixation. The fragment of wire removed was discarded. No adverse effect reported following the revision.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.